Event description:
It was reported that an ilet user experienced difficulty during a cartridge change when tubing was not attached and insulin spilled from the connector, after which the pump was at the fill tubing screen and had not been rewound; the agent confirmed the user was not connected and then guided a full supply change with proper rewinding and resumed insulin delivery on firmware 3.3.7. Symptoms included hyperglycemia with a blood glucose of 239 mg/dl. Outcomes included no alerts or alarms, completion of troubleshooting and user education, and restoration of therapy. Investigation included technical support assessment and user guidance through correct cartridge change steps. Investigation of this case revealed user handling error related to failure to rewind prior to inserting a new cartridge, with cause of the transient hyperglycemia unclear. It was concluded that the device functioned as designed and that the event was attributable to user handling, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.